Manufacturer narrative:
Title laparoscopic incisional and ventral hernia repair (livhr) with parietex composite mesh source minimally invasive therapy volume 21, 2012 (173¿180). (B)(4). If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
According to the literature study performed between january 2007 and november 2010 87 patients were admitted with the diagnosis of abdominal wall hernia and underwent laparoscopic incisional and ventral hernia repair. The mesh was anchored to the abdominal wall and fixed with circumferential application tack appliers.there was a intra-operative complication in which 1 patient had a bleeding of the abdominal wall. Early postoperative complications for 6 patients include seroma, trocar site infection and abdominal wall ecchymoses. Late postoperative complication which was observed at follow up for 8 patients were 6 had seroma 1 had persistent hematoma and 1 had persistent abdominal pain. 3 patients had open repair conversion due to 2 of them had multiple endoabdominal adhesions and 1 had uterine fibromyomatosis. 2 patients had hernia recurrence.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a literature study of one device. A visual inspection of the returned p hoto noted the mesh fixation into the abdominal wall with the instrument. Only the tip of the instrument was noted. No visual abnormalities were noted in the photograph. Functional testing could not be performed since the device was not received. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.